Event description:
Patient was revised to address pain possibly from infection. Loosening of the glenoid at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the head part and lot number combination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the glenoid was not provided. Provided information states the patient started complaining of pain a few months ago, surgeon is not sure of possible infection but glenoid had loosened. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.